Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system presented to the emergency room (ER) after receiving a shock. Upon review it was revealed that noise and oversensing had caused this inappropriate shock in addition to previous untreated events that had previously been stored on this s-ICD. The noise was attempted to be recreated in all vectors by pressing, tapping, and manipulating this s-ICD system. Additionally, it was attempted to have this patient move and lie on their left side, right side, back, and perform arm isometrics. Programming was performed to secondary vector. The field representative asked about potential electromagnetic interference (emi) in which this patient mentioned using a heating pad while sleeping every night, however, has done this for years and it was not working currently. This s-ICD remains in service. No additional adverse patient effects were reported.